Manufacturer narrative:
Qn#(B)(4). This report was submitted by mistake due to incorrect information. Report(B)(4) is retracted.

Event description:
It was reported that the skin stapler does not work properly: all the staplers are not working properly. When the customer is using it, no matter where on the body of the patient, the staplers are deforming and curl to the outside. So impossible to use. They are constantly throwing them away and use another one they have on the shelf.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the skin stapler does not work properly: all the staplers are not working properly. When the customer is using it, no matter where on the body of the patient, the staplers are deforming and curl to the outside. So impossible to use. They are constantly throwing them away and use another one they have on the shelf.